Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6) , ubd: , UDI#: h3: analysis of the 97755-s recharger (rtm) (s/n nlf207173n) revealed controller wont power on when rtm is plugged in medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that their controller "hadn't been working properly." Patient said on saturday they saw an error message that said something about "this and that and other thing" so they called the manufacturing representative and who had the patient reset the controller and the issue was temporarily resolved. Patient said now the controller wasn't working again and they tried resetting, but that did not resolve. Patient reported their controller showed it was charging their implant with excellent charge quality; however, the ins battery did not increase. Patient reported no visible damage to controller battery compartment pins, battery pack, or controller port. Agent had patient reset controller and attempted additional troubleshooting, but patient did not have recharger with them at time of call. Patient will call back when they have the equipment for further troubleshooting. Patient called back and repeated previously documented information. Patient confirmed they have their equipment with them to further troubleshoot. Agent instructed patient to check for damage; no visible damage to the rechar ger. Agent instructed patient to start a charge session; controller showed 100% and implant 50%. Patient confirmed batteries screen does not show charge quality. Agent instructed patient to clean recharger pins and controller port then start a charge session. Patient confirmed again there was no charge quality on the screen and the controller does not show implant was being recharged. Patient confirmed the recharging option in the menu was greyed out. The issue was not resolved. A replacement recharger (rtm) was sent out.